Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 21.400 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 342 to 331 following the recalibration, the device passed the 30 psi occlusion pressure test at 26.500 psi, which is within specification. No patient involvement was reported.

Manufacturer narrative:
The allegation of the device failing the 30 psi test on was confirmed. The 30 psi calibration value was adjusted from 342 to 331, the pump was then retested on and confirmed to pass all testing. Probable cause for the failure is a calibration problem. This failure is under investigation in CAPA-15. Refer to that CAPA for full investigation results. Reference to complaint # (B)(4).